Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that once the 1st revision surgery was completed (it¿s reported as (B)(4)). It was reported that the 2nd revision surgery was performed on (B)(6) 2019 by replacing the hole eliminator (p/n: unknown), the cup (p/n: unknown) with 2 screws (p/n: unknown), the liner (p/n: unknown), the head (p/n: unknown), the stem (p/n: unknown) with the sleeve (p/n: unknown) due to dislocation. There was a tendency to dislocation anterior because impingement of posterior liner edge and neck caused by cup side malposition at the primary surgery. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.